Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the back-light/contrast button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2017 with the following findings: during investigation, the pump was returned and unable to duplicate the complaint of under responsive backlight/contrast button. The pumps keypad was removed, and no damage to the button contacts or the keypad flex cable. The pump was opened, and no damage was found to the keypad connector or the keypad flex cable. The keypad connector latch was found to be secure.